Manufacturer narrative:
(B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were part of a system revision due to infection. This product was explanted. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.